Event description:
Revascularisation of the target lesion in the left mid sfa was carried out with a pacific xtreme pta balloon catheter. Four months later the target lesion was treated with an amphiprion deep pta balloon catheter. 8 months later the target lesion was treated with a pacific xtreme pta balloon catheter. Approximately one month later, the patient suffered claudication of the target lesion. 100% stenosis was noted in the target lesion. Femoropopliteal bypass was carried out and medication was given. No other clinical sequelae reported for this event and the patient recovered.

Manufacturer narrative:
The investigator assessed that the event was not related to index device, procedure or paclitaxel. The femoropopliteal bypass surgical intervention date took place one day later than previously reported. The event was resolved. If information is provided in the future, a supplemental report will be issued.